Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) unexpectedly reached elective replacement indicator (eri) and had high battery impedance. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.